Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. During the procedure, there was resistance when the physician inserting the right ventricular (rv) lead to the pacemaker header. The rv lead was then successfully connected to the pacemaker with satisfactory lead measurements. Device interrogation during an in clinic post-discharge follow-up later revealed that the rv lead failed to capture. During the lead revision procedure, the physician was unable to disconnect the rv lead from the pacemaker header. Both the pacemaker and rv lead were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and difficulty inserting and failure to remove the lead from the device header were not confirmed. A complete lead was returned in one piece. The connector pin was fully inserted and removed into the test ICD device without difficulty. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.